Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france. (Ofr). Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of ofr. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for micrococcaceae (1ufc/endoscope). The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6), 2021] k-pipe channel; staphylocoque coagulase negative (1cfu) endoscope; staphylocoque coagulase negative and candida albicans (>200cfu) [second time; (B)(6), 2021] k-pipe channel: staphylocoque coag negative and enterobacter cloacae (122cfu) [third time; (B)(6), 2021] k-pipe channel: escherichia coli (97cfu / 100ml) unspecified part: unspecified microbes(47cfu/100ml) [fourth time; (B)(6), 2021] suction channel: unspecified microbes (2cfu / 100ml) air/water channel: staphylococcus epidermidis and staphylococcus capitis(6cfu/100ml) instrument channel: unspecified microbes (1cfu / 100ml) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.